Manufacturer narrative:
The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a closure of an unspecified vessel using a proglide device. Reportedly, the device was stuck in the groin because the foot plate would not close. A surgeon was consulted. The patient was taken to the operating room for device removal. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.